Event description:
Litigation papers allege the patient suffers with severe pain and discomfort as a direct result of the malfunctioning hip replacement. It is further alleged that the patient also experiences frequent metal on metal grinding/rubbing of the artificial hip replacement. Update: (B)(6) 2011, plaintiff fact sheet received with part/lot information.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.